Event description:
The customer reported to olympus that during preparation for use there was no image on the evis exera iii video system center when connecting scopes. There were no reports of patient harm, or injuries related to this event. The device was returned to olympus for inspection, and the repair center found the video connectors were broken and could not be connected, which is also a potential adverse event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the unit was observed having no image due to defective printed circuit board (pcb). It was noted the unit the device has a loose connector on the scope socket that does not hold scope connector properly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed that the subject device was an older version. Based on the results of the investigation, it is likely the operational amplifier of the printed circuit board malfunctioned. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.